Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 09/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2015 with the following findings: during a visual inspection of the pump, the bolus button cover was observed to be torn. The pump case was removed, and evidence of moisture ingress was found on several internal components. Unrelated to the complaint, the bolus button was unresponsive due to moisture damage on the button contact.